Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
As reported by a sales rep, a patient was admitted with a lesion in the left anterior descending artery. A 3.5 x 33mm cypher stent was implanted. Upon trying to remove the stent balloon/catheter, the hub broke off the catheter. Additional information received indicated that there were no issues found prior to use. Pre-dilation was conducted with a 2.5x 15 balloon. There was no difficulty crossing the lesion and the stent deployed at 12 atm. With no complications. The difficulty experienced while removing the sds from lesion after deployment. The sds separated from the hub but was successfully removed through the guide. There was no patient injury noted. One non-sterile sds cypher us otw 3.50 x 33 mm was received for analysis. The luer hub was separated from the proximal end of the sds. The stent was not received for analysis. No damages were noted on balloon. The luer hub was observed damaged. Presence of adhesive and multiple elongations are noted in the external surface of the hub. No damages were noted in the catheter. The unit was sent to sem analysis. The results show that; multiple elongations and a crack could be noted in the external surface of the separation site. Elongations are common in pieces that were pulled until failure. No chemical degradation or cutting characteristics were noted in this sample. The exact cause of this separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15262861 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The failure reported by the customer as "separated-during use" was confirmed. The exact cause of the reported complaint could not be conclusively determined. However it does not appears to be manufacturing related. The exact cause of the failure detected during product analysis "luer hub damaged" could not be conclusively determined; however it does not appears to be manufacturing related. The sem and product analysis results suggest that procedure factors may have impacted the damage observed under received unit, therefore, no corrective or preventive actions will be taken on this time.

Event description:
The patient was admitted with a lesion in the left anterior descending artery. A 3.5 x 33mm cypher stent was implanted. Upon trying to remove the stent balloon/catheter, the hub broke off the catheter.